Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The led functioned as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; lightcable shake; front panel. The variability of light intensity test failed. During this test, there were 2 occasions in which the product went to standby intermittently. All other tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on the lumen output and chromaticity. Both measurements were within their respective specifications. The logfile was reviewed for error history. No errors were noted. The root cause of the reported failure was traced to a defective lcd touch screen. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit had been in for repair a few times and it still did not work.